Manufacturer narrative:
Citation: musial r et al. Local anaesthesia with analgosedation in patients qualified for transcatheter aortic valve implantation (tavi): first institute's results and experiments. Anaesthesiol intensive ther. 2017;49(1):40-46. Doi 10.5603/ait.a2017.0002. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) male patient with who underwent implant of a 31mm medtronic corevalve (serial number not provided). Three years following the implant, severe aortic regurgitation was noted. A second valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.